Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was: pt reported their equipment showed a low notice on their ins battery again and it turned itself off again. Pt said they turned it back on but it is still very low. Pt had a friend or family member with them who stated it has happened twice (stim off) and pt is not turning it off, the patient was just now charging their ins battery for one hour, they charge every day something is wrong with the equipment they are trying to fix it, they have done everything they can control. At this point in the call beeping was heard and the beeping stopped, (understood pt was successfully recharging their ins). Asked callers to use the recharger app and the handset to check how fully charged the ins is and watch the charging process. Caller said this equipment is really messed up, it's not working, they charge the samsung and it drops it's charge. Reviewed it can be used when it is plugged in. Recommended using the handset and the recharger app. Caller and pt searched during the call and said they could not find the plug in for the handset. Pt offered to call pats back because they could not find the cord. The issue was not resolved. Recommended calling back for further assistance or to work with their doctor. The patient's relevant medical history included during the call pt reported their whole left side arm is doing weird stuff, things have been wacky and pt goes in to see their doctor every month or two because things have been wacky.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received from the consumer reported still having issues with the recharger over the last several months, and terrible shaking for the past couple weeks (along with falling). The consumer met with the healthcare provider the week before christmas who checked impedances and there were no issues. The recharger wouldn¿t stop beeping and flashed red. The wireless recharger was going to be replaced.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported they received the replacement recharger, and it was doing it again, so they were still having trouble getting it to connect to the battery in their chest. During the call the recharger was working, and they were able to successfully charge the implant, but half an hour ago it kept beeping and at times the light would go red. The consumer charged every day, and didn't use the recharging app. The consumer had another manufacturer¿s device implanted about 4 inches from their device.

Manufacturer narrative:
Section d10 references: product ID cd9000 serial# (B)(6) product type multiple therapy product. Product ID wr9200 serial# (B)(6) product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the consumer reported the patient was having a lot of troubles with charging the implant. The recharger wasn¿t connecting to the battery in the patient¿s chest and it was really hard to find the sweet spot and get it to charge and it would continually beep and not connect; even if they breathed weird it would lose a connection. They also mentioned the recharger wasn¿t fully charging even after leaving the recharger in the dock overnight. During the call the green power light was on the docking station and there was no visible damage to the docking station. A replacement recharger and docking station were going to be sent.